Event description:
The pt had an infection at the pocket site. The pocket opened up and the skin wouldn't close. The system was explanted. The pt recovered without sequela. The pump was used to deliver hydromorphone and bupivicaine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR's employee. Training is in place.